Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high threshold and high impedance. The patient was asymptomatic. The patient was noted to have been involved in car accident but it is not known if it was related. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.